Event description:
New information received indicated that lead fracture was suspected due to significant noise and episodes of inappropriate mode switch observed. The patient was stable throughout the whole surgery.

Event description:
It was reported that the right atrial lead was capped and replaced due to the lead fracture. No patient consequence was reported.